Event description:
A male patient underwent a diagnostic left heart catheterization procedure in 2009. A 6f sheath was used to access the femoral artery. The physician, trained to the mynx procedure, proceeded to prep and deploy the mynx closure device. Hemostasis was achieved successfully. Sometime post discharge, (exact date unknown), the patient presented himself to the physician's office where an ultrasound confirmed a pseudoaneurysm. The physician proceeded to repair the pseudoaneurysm surgically in the operating room (or). No further clinical sequelae were reported and the patient was discharged per hospital protocol.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. In addition, the lot number was not provided in order to perform a lot history review. Based upon the information provided and the investigation performed by accessclosure, the cause of the reported pseudoaneurysm with vascular surgical repair is unknown. Pseudoaneurysms are known complications of catheterization procedures, regardless of closure device use. They may also occur with manual compression. There is no evidence to suggest that the mynx device did not meet specification or perform as intended. It was reported that hemostasis was successfully achieved with the mynx device. The lot number was not provided, therefore, the expiration date and device manufacture date are unknown.